Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the power supply and verified proper function of the iabp. The stm also replaced the frayed power cord, main board and cable from the main board to the display as he noticed the cable from the main board that controls the fiber optic assembly was damaged and causing an intermittent short. He also had to replace the bulk power fuse after finding the wire short. The stm then tested the iabp again and cleared it for clinical use.

Event description:
It was reported that during preventive maintenance performed by the getinge service territory manager the cs300 had a system timer related issue. No patient involvement or adverse event reported.